Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. A retained kit of reagent lot number 87243li00 was tested for sensitivity. Results of this testing did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9018). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27, that has a similar product distributed in the us, list number 2p36.

Event description:
The customer stated that a (B)(6) architect hiv ag/ab combo result of (B)(6) was generated for a (B)(6) year old female patient. Testing using the roche e601 (B)(6) method was (B)(6). Additional (B)(6) testing was (B)(6). It is unclear whether the true result for the patient is (B)(6). No issues were observed with the architect i2000sr analyzer and (B)(6) tested within range. No adverse impact to patient management was reported.